Event description:
Asr revision.hip(s) to be revised: right.asr xl acetabular system.reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Hip(s) to be revised: right. Asr xl acetabular system. Reason(s) for revision: alval / soft tissue reaction. Update received 15th january 2014. Stem is non-depuy product. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update received 16th july 2014. Hospital name amended. New fields completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.